Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. The basket width and length was measured and was found to be within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that the incorrect device was packaged. Confirmation was received from the complainant that the appropriate device was returned for analysis; however, the evaluation found that the device met all manufacturing specifications. Therefore, the complaint is not confirmed, and this report is no longer considered a reportable event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction from the common bile duct procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician determined that the length of the basket was 3 centimeters instead of 4 centimeters. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The method of the basket measurement by the physician could not be reported. Furthermore, it was reported that the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction from the common bile duct procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician determined that the length of the basket was 3 centimeters instead of 4 centimeters. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The method of the basket measurement by the physician could not be reported. Furthermore, it was reported that the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.